Event description:
During removal of an ivc filter the radiopaque marker on the ivc retrieval catheter loosened. When the ivc filter and retriever was removed from the right ij incision site, the 4mm marker ring dislodged and remained just below the skin.